Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the total volume was 153 ml. The pump finished 8 hours early saying there was still 53 ml in cassette. The cassette was empty. The amount of medication remaining in cassette/bag did not match the reservoir volume displayed on pump. There was patient involvement, but no patient harm was reported.

Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was delivering properly. There was no known cause of the reported issue, and no further action will be taken.